Manufacturer narrative:
Customer also reported that the battery had been changed on the morning of the event. Product in complaint was returned to zoll circulation on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during patient use, the autopulse platform was compressing correctly, however, after a few minutes when the device was paused for ventilation, it was unable to restart. When the start/continue button was pressed, the system restarted and continued compressions for a minute or so before stopping again. Complainant also reported that on each occasion, the patient and lifeband position were checked and the platform was on a solid flat surface each time this occurred. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to zoll (B)(4) for evaluation. Visual inspection of the returned platform was performed and found that the head restraint wires were frayed, the battery connector was damaged, the short black cover was split and the battery lock was bent. Initial functional testing of the platform was performed and found that the platform functions as intended. Final functional testing also found the motor to be noisy and the shaft stiff and difficult to rotate. A review of the archive was performed and found that the platform was not used on the reported event date of (B)(6) 2014. The motor drivetrain was replaced remedying the customer's reported complaint. The platform underwent and met all final testing criteria. The customer's reported complaint of the platform not restarting compressions after pausing for breaths to be delivered was confirmed through functional test of the platform. The root cause of the stoppage was determined to be the motor drivetrain, which was replaced, remedying the reported stoppages.